Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not detach from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for wound closure and for hemostasis in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip did not detach from the catheter after deployment. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for wound closure and for hemostasis in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip did not detach from the catheter after deployment. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on september 2, 2024: it was clarified that the clip was able to grasp and lock onto tissue; however, the clip did not detach from the catheter to deploy.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on (B)(6) 2024. Block h6: imdrf device code a15 captures the reportable event of clip did not detach from catheter. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. No visible problems with the device were noted. The reported event of clip did not detach from catheter was not confirmed. Investigation found that the device was returned without the clip assembly but with evidence of full deployment, indicating that the clip was properly deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.